Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Femoral impaction allografting for significant bone loss in revision hip arthroplasty." Was reviewed on (B)(6) 2018. Study pertained to 45 hips (42 patients). Implanted between 2005-2011. All hips were implanted with: biostop g bone cement restrictor, cmw 1 gentamicin, c-stem, unknown depuy femoral head. Results/adverse events of the study: 2 intra-operative femoral canal perforations; 1 patient superficial non-infective hematoma (required surgical evacuation); 1 patient had a clinical significant pe with required medical treatment; 2 cases of dislocation (1 managed with closed reduction and 1 managed with revision); 4 cases of non-union of a greater trochanter; 4 cases of leg length discrepancy; 28 cases of stem subsidence at 1 year post op (no revisions) subsidence ranged from 0.1mm to 6mm).

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Patient code 3189 used to capture absence of treatment.